Event description:
I got an essure procedure done in 2013 (which stops you from getting pregnant). Three months later I did the test that confirmed that I was 100% blocked. Here it is 2016 and I'm feeling tired, hungry, and sore breast. I noticed I missed my period by 3 days. I went to the doctor. They did a blood and ultrasound test. Both tests confirmed that I was pregnant. I'm pregnant in the right place they said it's in my uterus. I have 3 kids already. I can't afford to have another child that's why I had an essure procedure done.